Event description:
It was reported that the pta balloon would not fully deflate after multiple inflations at the venous anastomosis of an a-v graft. There was no retraction reported retraction difficulty. No pt injury was reported.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the manufacturer for evaluation. The investigation is currently underway.